Manufacturer narrative:
The device was not returned for analysis, however performance data collected from the device was reviewed. It was reported the mobile programmer application crashed; the mobile programmer user interface was frozen. There was also an issue with diagnostic messaging and application dissatisfaction. Analysis of the mobile app logs indicated a usability issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the mobile programmer was being used in a procedure during use of the analyzer for lead testing, the screen froze and turned white with a diagnostic message indicating a crash and need to reboot or contact a company representative. It was necessary to reboot the mobile programmer and re-interrogate the cardiac resynchronization therapy defibrillator (crt-d) before re-launching the analyzer to complete lead testing. It was noted that the user had pressed the impedance button multiple times. The mobile programmer remains in use. No patient complications have been reported as a result of this event.